Event description:
It was reported that customer experienced cgm error alarm 42 on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, error did not recur, and customer successfully started new sensor session, with device not being returned and no further actions documented.